Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fk903b - kerrison blk coated 130 up 180x4mm reg. According complaint description, there was a intraoperatively failued during use. There was no patient harm or surgery delay. Additional information was not provided nor available was not available. The adverse event malfunction is filed under aag reference (B)(4).